Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not available in pyxis. The technical support specialist (tss) dialed into the es prod server and found that messages were crossing the previous day but had processing errors. The error stated that the adt msg patient ID type not found. The tss advised the customer to contact the adt (active directory) or admissions team to verify what kind of message type used for this patient. The customer agreed, followed the recommendation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.